Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system was found broken. The following information was provided by the initial reporter, "the needle was found broken at the notch area when unpacked. The catheter was activated when the nurse showed the issue to sales rep."

Manufacturer narrative:
The corrections are as follows: d. 1 medical device type: foz. G.5. PMA / 510(k)#: k013800.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8025673. Our records show that this is the only instance of a broken needle occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During our review of the device submitted, it was determined that the damaged section of the device was a thinner section of the cannula, the thinner design is intended to detect flashback during use. Additionally, every saf-t-inima is visually inspected for this type of defect prior to release from the manufacturing facility and the thinner design means that post-production damage can occur during shipping, storage, or unpackaging. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system was found broken. The following information was provided by the initial reporter, "the needle was found broken at the notch area when unpacked. The catheter was activated when the nurse showed the issue to sales rep."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system was found broken. The following information was provided by the initial reporter, "the needle was found broken at the notch area when unpacked. The catheter was activated when the nurse showed the issue to sales rep."